Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. It squirted all over the place during priming. Customer's blood glucose level was not reported. The drive support cap was flush. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. No motor error alarm noted. Drive support cap was inspected and no anomaly was noted.